Manufacturer narrative:
It was reported that the patient underwent mesh revision/removal on (B)(6) 2012 due to mesh extrusion, dyspareunia, pain, and infection. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient died on (B)(6) 2015.

Manufacturer narrative:
(B)(4).